Event description:
It was reported that during a stenting treatment procedure, a balloon rupture and shaft break occurred. The procedure treated the 70% stenosed target lesion located in the mildly tortuous and moderately calcified ostium of the right coronary artery. Using a direct stenting technique, a 3.0x8.0mm promus element plus stent was advanced and deployed at 11atms but the balloon ruptured upon the 1st inflation. The physician then removed the device and noticed that the shaft had broke, leaving approximately 7cm behind in the patient. The balloon remained on the shaft catheter. The physician then advanced another wire and inadvertently pushed the balloon/shaft portion a little farther down the vessel, so a decision was made to remove everything as a unit. The device segment became tangled in with everything being removed from the body and was successfully removed from the patient. The procedure was completed with a new wire and guide catheter and the advancement of another balloon to successfully post dilate the 3.0x8.0mm promus element plus stent. No further patient complications occurred and the patient status was ok.

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture and shaft break occurred. The procedure treated the 70% stenosed target lesion located in the mildly tortuous and moderately calcified ostium of the right coronary artery. Using a direct stenting technique, a 3.0x8.0mm promus element plus stent was advanced and deployed at 11atms but the balloon ruptured upon the 1st inflation. The physician then removed the device and noticed that the shaft had broke, leaving approximately 7cm behind in the patient. The balloon remained on the shaft catheter. The physician then advanced another wire and inadvertently pushed the balloon/shaft portion a little farther down the vessel, so a decision was made to remove everything as a unit. The device segment became tangled in with everything being removed from the body and was successfully removed from the patient. The procedure was completed with a new wire and guide catheter and the advancement of another balloon to successfully post dilate the 3.0x8.0mm promus element plus stent. No further patient complications occurred and the patient status was ok.

Manufacturer narrative:
Device evaluated by manufacturer: the promus element plus stent delivery system was received inside the shelf box. There was dried contrast in the balloon and inflation lumen. There was a complete shaft separation at the mid-shaft/hypotube bond. The fractured surfaces contained minimal damage (looked like a very clean break). The polymer mid-shaft and the mating end of the hypotube revealed an insufficient mid-shaft/hypotube bond. There was no damage to the balloon. There is no evidence to suggest this is a systematic issue or related to any other batches or units. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered manufacturing. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).